Event description:
The customer reported that the prongs on her pump in style power adapter are pushed into the housing and that she received a shock from the power adapter. The customer also reported that she did not experience anything else unusual.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the prongs on her pump in style power adapter were pushed in and that she received a shock from the power adapter. The customer was contacted by a medela clinician on (B)(6) 2013, where she stated that the shock that she received was minor and caused no injury. The customer did not respond to follow up attempts for further information regarding the power adapter. An evaluation of the power adapter on (B)(4) 2013 revealed that the housing was breached. This is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fall prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.88 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.31 ohms, which is normal and indicates that the thermal fuse did not blow.